Manufacturer narrative:
Customer tested negative using ihealth covid-19, flu a&b 3-in-1 antigen rapid test then tested positive with their doctor. Type of positive was not specified. Type of test taken at doctor was not specified. No lot number information available,the manufacturer cannot effectively verify and confirm customer feedback.

Event description:
Event details: the product I purchased from you were exactly as you described, and you shipped them on time. Amazon however, does not provide a means to rate a seller and the product separately. It's possible the lot from which the test kits came from a bad batch. Since all three tests indicated false negative results, I couldn't, in good conscience, rate them excellent, when compared to my doctor's much more sophisticated positive test result. I would be happy to revise my review, clearly stating that you are an excellent seller, but I cannot really change the fact that the test kits provided me with false negative results.